Manufacturer narrative:
One used and 5 sterile blades were returned for evaluation. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. A change to the design which in turn drove a change in the fabrication process for the inner blade has been affected, via CAPA (B)(4), which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. (B)(4).

Event description:
It was reported that during a sub acromio decompression using a full radius bonecutter, the blade was shedding. While the blade was in oscillate, forward or reverse, it was noted that small particles of metal were sticking in the patients soft tissue. The amount of shedding reduced the longer the blade was in use, which suggested an easing of snagging within the blade. It was noted that there was scoring seen around the inner sheath of the blade. The physician noted it was impossible to remove all of the metal shedding, as it was adhering to the patients soft tissue.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).